Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported that ¿close door¿ was unable to be reproduced due to a reload set alarm. A review of the event history log revealed multiple occurrences "shut door" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was determined to be downstream tubing guide chipped and out of adjustment. The downstream tubing guide requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed close door occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.